Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen was cracked. Reportedly, the reason of the crack was unknown; however, the pump was functional. The customer's blood glucose level was in the 200's (mg/dl). Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.